Manufacturer narrative:
(B)(4). Batch # unknown . Additional information was requested and the following was obtained: did the dark blade tip break off? Yes. That¿s what was reported. Did the white tissue pad come off? Unknown if so, is it completely missing from the tip? Unknown. Were there any patient consequences? No. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hepatectomy, a piece of the ¿tip¿ of a harmonic device ¿fell off¿ of the jaw. They pulled a new device. It is unknown how the case was completed. Fragments were generated. It is unknown if there were any patient complications.